Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the device reached normal battery depletion.

Event description:
It was reported the device was explanted after exhibiting intermittent loss of ventricular capture. No patient complications have been reported as a result of this event.